Event description:
It was reported that the right ventricular (rv) lead showed several short interval counts (sic), several non-sustained high rate episodes that show oversensing, increasing capture thresholds, and variable high impedance. Under fluoroscopy, the lead was found to have migrated. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicates oversensing due to non-physiologic signals/sic (sensing integrity counter). A lead impedance out of range alert occurred. The criteria for the right ventricular (rv) lead integrity alert were met. The impedance on the rv pacing lead was beyond the expected upper range. There were 2063 lifetime ventricular sic recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for impedance and ventricular sic. An out of tolerance sub-threshold lead impedance alert occurred on (B)(6) 2014. There was a maximum ventricular pace impedance rises from 779 ohm the week ending (B)(6) 2014 to greater than 1100 ohm the week ending (B)(6) 2014. There are five lead failure predictor (lfp) events of less than 220 milliseconds ventricular to ventricular cycle recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2003. (B)(4).